Manufacturer narrative:
H4: the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor still had 100ml of medicine left in the chemotherapy pump. This was observed when the patient returned to the hospital on the fifth day of infusion; the expected infusion time was 120 hours. The device was filled with saline and fluorouracil having a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.